Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced infection at the infusion set insertion site. The infusion sets was in use for three days. The blood glucose level at the time of event was high (specific value unknown). The patient resolved the event with correction bolus via pump and intravenous antibiotics. No further information available.

Manufacturer narrative:
E1: patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.